Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed invalid syringe error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to out of specification. As a result, the force sensor was recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an invalid syringe. There was no patient involvement, no patient injury was reported.